Event description:
It was reported that the customer received a calibration error alert from the sensor as well as a motor error alarm on the insulin pump. The customer's blood glucose was unknown. The customer stated that he contacted paramedics due to a low blood glucose adverse reaction. The customer stated that the issue did result in a serious injury or hospitalization. The customer was unable to troubleshoot at the time of the call but scheduled a follow-up call in the future. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.